Event description:
The reporter states, that she obtained the following blood glucose comparisons on the accu-chek compact plus system: 245 mg/dl and 108 mg/dl; 217 mg/dl and 108 mg/dl; 49 mg/dl and 91 mg/dl. All aforementioned tests were obtained within 10 mins. The reporter treated herself with a piece of candy with the 49 mg/dl blood glucose result. No actions taken with the remaining blood glucose results. No adverse event reported. New system sent and return requested.